Event description:
During an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the alp could not be separated from the delivery catheter (dc). The alp was not used and a new alp was successfully implanted. Upon examination of the helix of the alp outside the patient's body, it was noted that the helix was stretched. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of a stretched helix was confirmed while the event of separation failure was not. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Manufacturer narrative:
H6.